Event description:
The customer reported that the device jaws would not reopen while on tissue. The pt's tissue became torn when removing the device.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.